Manufacturer narrative:
Device is a vdr4 ventilator. Device was urgently returned overnight and investigated immediately upon return. Testing the device revealed ventilatory support pressure was stopped after 20 minutes. Further investigation revealed a check valve (part #a65009) located in the timing harness had a crack in the weld seam, that allowed air to leak. This was the direct cause for the device to lose all pressure. Additional investigation discovered debris inside a tee fitting (part #b10936) appearing to partially block air flow. Both the check valve and tee fitting were replaced. The device was re-tested and is performing within manufacturer's specifications. The device was test run for 48 hours continuously without incident. Investigation into reported alarm malfunction revealed the alarm wiring circuit for the backup disconnect alarm was working, but it was noted that there was a loose wire in the disconnect alarm wiring (part #a50526) that could potentially cause an intermittent malfunction. Please note that alarm was operating within specifications during investigation. The alarm wiring (part #a50526) was replaced and re-tested. The alarm functioned normally. The alarm settings at the time of the malfunction were not reported and could not be verified. The user can turn the alarm on or off, and manipulate the settings for an alarm condition. It is possible that the alarm was turned off during normal use. There is an accessory monitor (monitron) that is always used with this device in order to provide waveform, pressure and alarm monitoring. The monitor was not returned for investigation but has been requested. The alarm conditions on the monitor were not reported and could not be verified. The alarm on the monitor can also be adjusted by the user electing to turn the alarm on or off, and manipulating the setting for an alarm condition.

Event description:
Ventilator stopped working while in use on a patient. Patient had to be manually ventilated while malfunctioning ventilator was replaced. Patient had a brief desaturation.